Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relay transport stent-graft system. The relay transport stent-graft system is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The relay transport stent-graft system related event occurred in china.

Event description:
"The patient had a huge aortic arch aneurysm, and the internal structure of the tumor was too complex to pass through. So the soft sheath could not follow the super hard guidewire to reach the anchoring position. The surgeon had no choice but to abandon the intracavitary repairment. The stent was scrapped. And the surgeon did an open surgical treatment to finish the procedure of cure." Patient outcome: "the stent was scrapped. And the surgeon did a open surgical treatment to finish the procedure of cure."

Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relay transport stent-graft system. The relay transport stent-graft system is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The relay transport stent-graft system related event occurred in (B)(6).

Event description:
"The patient had a huge aortic arch aneurysm, and the internal structure of the tumor was too complex to pass through. So the soft sheath could not follow the super hard guidewire to reach the anchoring position. The surgeon had no choice but to abandon the intracavitary repairment. The stent was scrapped. And the surgeon did an open surgical treatment to finish the procedure of cure." Patient outcome: "the stent was scrapped. And the surgeon did a open surgical treatment to finish the procedure of cure."